Event description:
Rn noticed that the patient's blood sugars continued to rise despite increases in the insulin drip. She verified all clamps were open and pump was set to run. Insulin was attached to IV access, propofol was attached to the y port of the insulin. Rn found the propofol to be running up the insulin tubing toward the pump. Insulin drip stopped immediately, and moved to a different pump at the same rate with no change in set up and this time the insulin infused correctly.